Manufacturer narrative:
Zimmer biomet complaint (B)(4).

Event description:
It was reported that the patient presented with a fractured screw in the dental implant. Tooth # 37. The screw was successfully removed.

Event description:
No additional or corrected information to report.

Manufacturer narrative:
The product was not returned. Therefore, the reported event could not be verified. As no objective evidence was provided to support the reported event. Based on the evaluation, device malfunction could not be verified. There is no existing nonconformance / CAPA / hhe/d / ie / product hold against the reported devices that did or could cause or contribute to the reported event. Monthly post market trending review identified, no actionable trends or corrective actions for the reported event or device. Zimmer biomet quality management system (qms), has controls in place to ensure the distribution of conforming products. Therefore, based on the available information, the product was within specification and conforming when it left zimmer biomet. DHR review and complaint history review could not be performed for the screw, as the lot number associated with the reported product is not available. Zimmer biomet quality management system (qms), has controls in place to ensure the distribution of conforming product within specifications. A complaint history review by item number was conducted dating back to 12 months from now. The complaint history review revealed, that there are no existing non-conformances/CAPA/hhe/d/ie/product holds for the device related to the reported event. Functional testing could not be performed, since the product was not returned. Therefore, the reported event couldn't be recreated. The complaint is related to the functional performance of the device. A definitive root cause could not be determined. No further investigation or immediate CAPA / hhe/d escalation is required, as the complaint investigation did not confirm, the products were nonconforming at the time of distribution, and no new failure mode, harm, or hazardous situation was identified, through the investigation performed. If any further information is found, which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.